Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with intermittent button response due to flattened express bolus and escape button dome switch. No moisture damage found on screen, the electronics, motor, battery tube and vibrator assembly noted. No unexpected screen froze and ripple noted. Pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons on the insulin pump were unresponsive. It was also found moisture was present on the insulin pump's screen. The customer also stated there was a ripple effect present on the insulin pump's screen. Customer's blood glucose was unknown at the time of incident. The customer could not recall any significant events leading to the keypad issues. Customer also reported their blood glucose rose to over 600 mg/dl the night prior because the insulin pump was not functional. Customer's blood glucose was treated with manual injections. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.